Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding a burr power failure involving 3 rio surgical arm, catalog: 203999 was reported. . Method & results: device history review: a review of the DHR associated with rio 278 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding burr power failure. There were only 3 other reported events (actions (B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Four communication attempts were made and there was no response. Session files were not provided for evaluation.

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the surgery, the rio malfunctioned resulting in the rio being unavailable for the remainder of the case. The case was successfully completed using manual instruments and there was no harm to the patient.